Event description:
It was reported that variable threshold measurements were noted on this right ventricular (rv) lead during stored right ventricular automatic threshold (rvat) tests. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).